Event description:
The manufacturer received information alleging a socket defect and o2 value low on a simply go mini device. There was no reported harm. The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found pca burned, sieves are clogged, air side and o2 side are leaking air, compressor is defective, and the socket is damaged. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.